Event description:
This lead was explanted and replaced on (B)(6) 2020 due to a sharp increase in impedance. High impedance was first recorded on (B)(6) 2019. No visible fracture was noted when the lead was removed. No adverse patient events. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt the lead was found cut 45 cm distal to the lead tip. A proximal and a distal lead fragment were received for analysis. A explantation aids were found mounted on and inside the distal lead fragment. Multiple signs of wear were detected on the leads body. Approximately 37 cm distal to the is4 connector pin the lead body was found squeezed and deformed. At this location all conductor coils were found fractured. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.